Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2024. B3: event year only reported: 2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad fell off. Changed a new one and completed the surgery safely. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4 batch #: a9c70z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad lifted to the proximal side. The tissue pad was not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to verify the internal components and no anomalies were found. Tissue pad lifted is not a common occurrence; it is possible that the pad tip made contact with something that could have lifted it. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9c70z, and no non-conformances were identified.